Manufacturer narrative:
See manufacturer report # 2029214-2021-00267 for the pipeline involved in this event. H3: the pipeline flex and phenom 27 were returned for analysis. Only the pipeline flex ptfe sleeves, tip coil, braid and two segments of the phenom 27 catheter were returned. The pipeline flex distal core wire was found separated at the ptfe sleeve restraint. The pipeline flex tip coil was found damaged. The pipeline flex braid ends were found not open and damaged (frayed). The pipeline flex distal core wire was sent out for sem (scanning electron micrographic) analysis. The phenom catheter was found separated ~6.5cm from the proximal end of the hub, at the strain relief. The tubing material of the separated end exhibited with jagged edges and stretching with the inner wire protruding from within. An ~5.5cm segment of the phenom 27 catheter body was returned. The inner lumen of the phenom 27 catheter hub was found damaged. One end of the separated phenom 27 catheter segment exhibited with jagged edges and str etching with the inner wire protruding from within which indicates the catheter separated as the tensile strength of the tubing material was exceeded. The other separated end of the phenom 27 catheter appears to have been cut. It was reported that the customer int entionally cut the phenom 27 catheter. The sem report shows the pipeline flex distal core wire failed via torsional overload. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was confirmed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The patient¿s vessel tortuosity was ¿severe¿, and it was reported the braid was deployed in a vessel bent. In addition, it is possible the damage found with the pipeline flex braid contributed to the event. Regarding the customer¿s report of ¿resistance during retrieval¿ the issue could not be confirmed. It is possible the damage found with the phenom 27 catheter hub contributed to the event; however, the cause for the damage could not be determined. The pipeline flex pusher was not returned; therefore, any contributing factors could not be assessed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the distal portion and became stuck in the hub of the phenom catheter during retrieval. The patient was undergoing treatment for a large unruptured, saccular aneurysm located in the left cavernous sinus segment of the ica. The max diameter was 20mm, and the neck diameter was 7mm. The patient¿s vessel tortuosity was severe. The landing zone was 4.9mm distal and 4.9mm proximal. It was reported that the doctor had great difficulty to get the distal section of the pipeline to open. After several attempts, they believed that the stent had probably fatigued and opted to remove it. The stent jammed in the hub of the phenom 27 microcatheter during retrieval and had to be cut from the catheter. The stent can be seen to be crimped at the distal end. The phenom was replaced, and the patient was successfully treated with a second pipeline. More than 50% of the pipeline had been deployed when it failed to open. The distal part of the pipeline had been positioned in a bend. The doctor had resheathed the pipeline more than 2 times, and no additional steps were taken to open the device. Angiographic results post procedure were said to be very good. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Additional information received reported that the customer intentionally cut the phenom catheter tip off with the pipeline stuck inside so that the pipeline could be returned for analysis. Phenom catheter model and lot information was unknown.